Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by corrosion of internal components. One device was found to be affected by wear and corrosion. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device ran on. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(6) program, exemption number e2015055. One device was not available to stryker for evaluation, though originally expected. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device ran on. There was no patient involvement; no patient impact.